Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device failed with alarm while operating. The staff was present at the patient and there was no patient harm.

Event description:
It was reported that the device failed with alarm while operating. The staff was present at the patient and there was no patient harm.

Manufacturer narrative:
The affected evita xl was manufactured in december 2007. The behavior of the device could be confirmed based on the logbook entries. According to the logbook, a warm start took place on july 19, 2022, at 3:34 p.m., three minutes after the start of ventilation. During the device inspection in the dräger repair shop, a faulty pcb cpu was identified as the cause of the malfunction. The device was repaired by replacing the faulty pcb cpu.the device reacted as specified for this malfunction by initiating a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark, an audible alarm is generated, and an emergency-breathing valve opens to allow for spontaneous breathing. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters.the number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.